Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that several bd nano¿ 2nd gen pen needles clogged during injection. The following information was provided by the initial reporter: "consumer stated, no insulin flow when taking injection. Stated, he primed before injection and that was successful. Stated, when he tried a second pen needle, it worked. Stated, it happened one time today but he's experienced it more than once".

Event description:
It was reported that several bd nano¿ 2nd gen pen needles clogged during injection. The following information was provided by the initial reporter: "consumer stated, no insulin flow when taking injection. Stated, he primed before injection and that was successful. Stated, when he tried a second pen needle, it worked. Stated, it happened one time today but he's experienced it more than once".

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned 1 used and 2 unused 4mm, 32 gauge pen needles. The 2 unused pen needles feature teardrop labels showing they are from lot 1173073. There were no immediately observable defects across any of the samples. Each of the pen needles were attached to a test pen. Saline was pushed through the system and out of the distal tip of each pen needles. All of the pen needles functioned as intended. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of a pen needle clog. Root cause cannot be determined at this time as the issue is unconfirmed.